Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was "mistreated" which resulted in damage to the usb port of the pump, which caused the customer to experience difficulty charging the pump battery. The customer indicated that the usb port appeared "crooked". The customer provided a blood glucose (bg) level of 330 mg/dl. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue and provide assistance; however, the customer did not respond.